Event description:
Consumer states that he was sitting on the commode when the seat allegedly snapped in two causing the consumer to fall into the commode. Consumer was allegedly stuck had to call the fire department for assistance. The seat on this commode was allegedly replaced about 5 years ago, and after the incident when the consumer examined the seat he alleges that the inside of the seat was lined with paper. The construction of the commode was allegedly deteriorating as well. No serious injury is alleged.